Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. Change the infusion set every 48¿72 hours.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The highest bg reading was over 400 mg/dl. A bolus via the pump was delivered to address the high bg levels and had changed the pump supplies. A pump system check was performed using the current supplies on the pump and no device issues were identified. Reportedly, the customer had been using humalog in the cartridge for 5 days and the infusion set was worn for 3-4 days. The customer changed the pump supplies again and resumed insulin delivery.